Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® trace element k2 edta (k2e) 10.8mg blood collection tubes, abnormal trace metals results were received for an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® trace element k2 edta (k2e) 10.8mg blood collection tubes, abnormal trace metals results were received for an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. A total of 100 retained samples were visually inspected, and no issues were identified. Bd was unable to duplicate the customer¿s indicated failure mode (erroneous results-unknown) because no erroneous analyte was reported by the customer and the tube lot in question was expired at the time of this review. The affected analyte(s) must be specified in order to perform clinical testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results - trace metals. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.